Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room for diabetic ketoacidosis on saturday (B)(6) 2017 at 3 am, and high blood glucose readings of 453 mg/dl at the time of the hospitalization. Customer's blood glucose reading when left the hospital at 7 am was 336 mg/dl range. Customer prescribed to take lantus. Customer does not wish to further troubleshoot. It was noted that the customer was off the insulin pump less than 48 hours prior to the hospitalization. Insulin pump is not expected to return for analysis.